Manufacturer narrative:
(B)(4). Additionally, per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient¿s anatomy reportedly featured shaggy aorta syndrome with a dissection and calcification in the infrarenal neck. During the procedure, all stent grafts were advanced and deployed as planned, and ballooning with another manufacturer¿s balloon was performed. A final procedural angiograph reportedly revealed a newly created dissection in the infrarenal neck where the proximal portion of the 28.5 mm trunk-ipsilateral leg component (rlt281414j/15989616) was placed. According to the report, the trunk-ipsilateral leg component was slightly oversized relative to the infrarenal neck (measured at 22.6 mm x 22.8 mm in diameter). It is unknown when the dissection occurred. The physician opted to take a wait-and-watch approach with no further action taken in regard to the new dissection. The patient tolerated the procedure.